Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of air in line alarms. The root cause of the reported condition was determined to be a defective air in line sensor on p1. The p1 air in line sensor was cleaned and calibrated to repair the reported condition, however no other repairs were performed as the customer refused the service estimate. A service history review revealed no previous service events were related to the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The facility reported a flo-gard infusion pump with a constant air-in-line alarm. This condition occurred after delivery in the emergency room. This condition has the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported a flo-gard infusion pump with a reported condition of "always air" after delivery in the emergency room. This condition could be a false air in line alarm. There was no patient involvement. No additional information is available at this time.